Event description:
It was reported that the system was monitoring five telemetry pts and it rebooted unexpectedly. The system did not come back up on its own. The nurse waited two hrs before calling in for support. The second time this happened there weren't any pts involved, but they needed to bring it back up to put a new admit pt on it.

Manufacturer narrative:
The device is a computer-based centralized pt monitoring system. The system maintains log files which show changes in system state. These log files confirmed the customer contention that the system powered down on two occasions. We rec'd the computer system for eval but could not duplicate any power problems in over 10 days of testing. We conclude from this that the power loss came from outside of the system. There was no pt harm associated with the power down episodes. Pt ID number was pulled from the log files.